Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08411.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08411. The patient received two extensions with the same lot number. It was reported the patient no longer felt stimulation regardless of amplitude settings. Reportedly, impedances were high on multiple contacts. X-rays were taken and revealed the lead had migrated out of the epidural space. Follow-up identified surgical intervention was undertaken on (B)(6) 2015. The lead was explanted and replaced with a different model. During the procedure, it was noted one of the tails on the lead had broken off near the paddle end. In addition, the two extensions were explanted due to a disconnect. Postoperative reprogramming was effective. The issue is resolved.